Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred frequently between (B)(6) 2026 and (B)(6) 2026. Data was provided for investigation. The allegation was confirmed via data as a signal loss over an hour was found occasionally. The probable cause was the patient closed the mobile app.